Manufacturer narrative:
This report is being resubmitted.

Manufacturer narrative:
Article attachment, outcomes with transcatheter mitral valve repair in the united states.

Manufacturer narrative:
Date of death estimated, date of event estimated, UDI#: in the absence of a reported part number, the UDI cannot be calculated. Date of implant estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. Death as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Although a conclusive cause for the reported patient death, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report event captured based on literature review, and this case represents a summary of the death events noted in the article. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the article titled, outcomes with transcatheter mitral valve repair in the united states. No additional information was provided.